Event description:
The customer states that one patient sample generated an initial architect psa assay result of 5.3 ng/ml that retested at 3.1 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Customer's returned meter was investigated. The meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. The complaint is not confirmed. This is a final report.

Event description:
Customer's neighbor reported customer had an unknown shot in the morning then went back to bed. Customer's neighbor also reported customer experienced symptoms of incoherent and loss of consciousness afterward. Customer's neighbor further reported when they attempted to test customer's blood glucose, they discovered that customer's freestyle freedom meter turned on with button pressed but did not turn on with test strip insertion. Customer's neighbor reported customer ate food and drank juice and soda to counteract her symptoms. Paramedics were called and treated customer with glucose orally. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the meter trouble shooting with customer services, customer was able to test successfully after she changed the meter's battery.

Event description:
It was reported that after the saw was used in a procedure, it was placed on a stand in the sterile field and later smoke was seen coming out of the handpiece. There were no reported flames seen. There were no burns or injuries associated with this event. They were able to switch out with another device with no delays and the procedure was completed successfully.

Manufacturer narrative:
Based on additional evaluation, it was determined the reported medical episode was not related to the port issue as, per caller, the port issue occurred after customer experienced loss of consciousness.